Event description:
The patient was implanted with bi-ventricular assist devices (bivad) in 2005. It was reported that this bi-vad patient had the right side vad (rvad) replaced due to thrombus in the vad. It was reported at the end of july that the patient was scheduled to be weaned from the devices due to ventricular recovery.